Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable no patient involvement reported. If explanted, give date: not applicable no patient involvement reported. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a crack on the cartridge tip of a preloaded delivery system model pcb00. No patient involvement or injury was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the preloaded delivery system, model pcb00, was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During manufacturing the operators inspect 100% all cartridges using a microscope at 10x magnification. The operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.